Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -3.5/+3.0/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports deposits on the posterior surface of the cornea (inflammation), pigment dispersion, and lens rotation. The lens was repositioned on (B)(6) 2019 and (B)(6) 2019. The patient was given additional antibiotic, nsaid, steroid, and pupil dilator medications to treat this issue. Reportedly, lens remains implanted and the deposits have subsided. "Small pigment dispersion on the icl+" is also stated. The cause of the event is reported as unknown.

Manufacturer narrative:
H6 - patient code 3191: no code available (deposits on poster surface of cornea) should have been included in initial MDR claim# (B)(4).